Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported will not turn on with slide clamp which was reproduced during evaluation by observing the device to not present the load set screen when opening the door. The cause was determined to be a failing lower latch switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not turn on with slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.